Event description:
It was reported that the user experienced a prolonged period of high glucose while using the ilet, which was later confirmed resolved by blood glucose questionnaires and appeared to resolve after a supply change. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included review of user-reported data and troubleshooting guidance. Investigation of this case revealed the cause of the hyperglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.